Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator at the site reported power switching. The event occurred while the patient was at home. The controller was exchanged at the hospital. There was no effect on the patient. During the controller change the patient had no symptoms. The patient "feels fine now and is at home". The controller change solved the problem.

Manufacturer narrative:
Controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed occurrences of switching events prior to the 25% threshold. These premature switching events are most likely due to communication anomalies between battery and controller. The confirmed malfunction is related to the reported event. Log files also revealed a controller fault alarm. The controller fault alarms are most likely related to marginally leaky diodes (d5/d7) on the automatic power switch (aps) circuit of the controller. This is an incidental finding not related to the reported event. Heartware has opened internal investigations to evaluate these types of issues. The premature switching events are most likely due to communication anomalies between battery and controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.